Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The device is working properly, however the patient is not getting any pain relief. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The device is working properly, however, the patient is not getting any pain relief. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed and revealed no anomalies. The stimulation outputs were monitored on an oscilloscope and verified the outputs were consistent and correct on all electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Sc-8216-70 (sn (B)(4)) device evaluation indicated that the lead passed all tests performed. Visual/x-ray inspections and impedance measurements were performed to ensure the device integrity. No anomalies were found. The source of the complaint could not be determined.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The device is working properly, however the patient is not getting any pain relief. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead with platnalock technology - 70cm.

Manufacturer narrative:
Additional information was received that the patient will not go forward with the explant procedure at this time.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to not getting relief from pain. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The device is working properly, however the patient is not getting any pain relief. The patient will undergo an explant procedure.